Manufacturer narrative:
The device was returned in the deployed state. No housing or environmental seal damage was found. Inspection of the fluid path and needle mechanism components found no damages or defects that would indicate a needle mechanism failure or contribute to an improper insertion of the cannula. The device was reset to nondeployed state and deployed with no issue during investigation. The soft cannula measured the correct full length according to specification and did not appear damaged. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. Although no damage was present, a root cause of unsure properly inserted cannula could not be determined. The device data shows the first priming sequence ended at 46 pulses and deactivation occurred at 187 pulses. No timeouts, drive stalls, or hazard alarms were observed, indicating that there was no struggle to deliver insulin. The device was able to complete a bolus following the priming sequence. No defects were found with the device to result in a needle mechanism failure, the device was found to function as expected.

Event description:
It was reported that the cannula deployed at activation, but the patient was unsure if it inserted into the skin. When removed, it was noted that the pink slide did not move forward, indicating a needle mechanism failure occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.